Event description:
Patient was a third time recurrent ventral/incisional hernia. Patient had 2 different types of mesh implanted prior to this repair, which recurred due to growth of the hernia. Doctor reconstructed the patient's abdomen using an open approach, suturing in an xb ok-1522 mesh to the edges of the abdominal wall. The patient reappeared 6 days later to the emergency room complaining of severe pain. The doctor re-operated finding the bowel folded and adherent to the center of the mesh. The adhesions were lysed, the bowel straightened and the mesh removed. The removed mesh was disposed of. The surgeon then closed the patient primarily. The patient recovered uneventfully and at follow-up was doing fine.